Event description:
Additional information received identified that effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number (B)(4). Additional information received identified that surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported the patient was experiencing no pain relief from the scs system. Reportedly, the patient fell sometime in (B)(6) 2020 and broke her ribs on the right side. A diagnostic of the patient's scs system showed high impedance on the right side of the lead. Surgical intervention may be taken to address the issue.